Event description:
It was reported that (1) ecs33 device was used during a laparoscopic colectomy procedure. It was reported by the affiliate that the surgeon fired the instrument, but the device could not staple the tissue and malformed. The tissue was excised and re-anastomosed with another stapler, but found out that the leakage was from the anterior wall. The surgeon put some overstitches to complete the case.